Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint (b30 error and yellow image) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event (b30 error) was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the b30 error.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. Additional findings were that the on and off switch sticking," found old version power switch is working intermittently and needs upgrade, the front panel mouth is damaged, scratches on top cover, a bad scope socket and olympus lamp life meter reading below 50 hours, light output measured out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii xenon light source has a yellow image on the monitor. The bulb was replaced however, the same issue remains. The customer also reported that they are getting the b30 scope communication error. The issue was found during the diagnostic procedure. Troubleshooting efforts were completed, a white balance but was unsuccessful. The customer is using a red, green, blue (rgb) cable, it was suggested to change to a different video cable to the monitor and try a different type of scope. There were no reports of patient harm or impact associated with the reported event.